Manufacturer narrative:
Any additional information received from the customer will be included in a follow-up report. At this time, vyaire has not received the suspect device/component for evaluation. Therefore, no root cause could be determined yet. User facility initially reported initial report ref#. Uf/importer report# (B)(4).

Event description:
The customer reported that while the respiratory therapist was transporting the patient on an ltv 1200, the device malfunctioned and become inoperable. The patient was unharmed as the customer quickly switched him to his home ventilator.